Manufacturer narrative:
(B)(4): the customer reported getting pacer/shock equipment malfunction messages. The customer localized the issue to a failed processor pca. A replacement processor pca was ordered to resolve the issue.

Event description:
The customer reported getting pacer/shock equipment malfunction messages.